Manufacturer narrative:
(B)(4). Attempts to obtain additional event details have been made. If additional information is received, a supplemental report will be submitted.

Event description:
According to the reporter: during a lap nissen fundoplication, as the surgeon was trying to toggle a reload back and forth in the jaws, the jaws would not hold the needle in place. Both sides of the jaw would not hold the needle in three different handles. A fourth device was opened to complete the case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of five devices. One needle was received loaded onto device one. The visual inspection of each device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle and some shearing of the toggle switch. Both blades on the tip of the jaw of instrument five were noted to be bent outward. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. During toggling, the handle of device five made a clicking noise. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Witness marks on the needle cones and shaving of the toggle switch occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.